Event description:
It was reported that device was displaying low bis value and was "doubted". There was no patient harm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Correction: b5 (event description). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the hypertronics connector torn. Bezel broken. Back cover cracked. The reported problem was consistent with the module, not with the received monitor. The issue was resolved by replacing all the defective parts. It was reported that the device was displaying low bis value and was "doubted". There were no audible and visual alarm. The reported issues could not be confirmed. The most likely cause was the module. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that device was displaying low bis value and was "doubted". There were no audible and visual alarm. There was no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the back cover was cracked. Functional testing found that the battery was outside of preventive maintenance interval, and no faults with the monitor; the reported problem was consistent with the module. It was reported that device was displaying low bis value and was "doubted". There were no audible and visual alarm. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: hypertronics connector torn and broken bezel. The issue was resolved by replacing the defective parts. The most likely cause for these additional conditions is component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.